Event description:
On (B)(6) 2011, customer reported that after performing maintenance on the lxi 725 instrument, which included flushing probes, the customer noticed a large leak of a clear odorless fluid flooding the hydro pan. Customer stated that the leak appeared to be from the rear of instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the tubing from the cartridge chemistry (cc) sample probe odc transducer was leaking deionized h2o. Fse replaced the tubing and this resolved the issue.

Manufacturer narrative:
(B)(4).